Event description:
Boston scientific received information that this left ventricular lead displayed low impedance measurements and one month later the measurement was greater than 2000 ohms. A coil fracture was suspected. The lead was electrically reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.